Event description:
It was reported that the physician had a difficult time engaging the catheter connector. He could not get the collet to engage and he subsequently broke it in his attempts. It was stated that a different connector was used and there were no patient symptoms or injuries. The reporter planned to re-educate the physician, as he had just learned that the collets needed to be pushed in from the tapered end, which he suspected was the underlying issue. He suspected that the physician had been gripping it in the incorrect spot. The device system was used to deliver infumorph, though the connector was never successfully connected to the system.

Manufacturer narrative:
(B)(4).